Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked because of unfavorable speech, left limb weakness, according to the medical advice to the intravenous needle drip ginkgo diterpene lactone glucosamine injection group; 3/5 to replace the needle, 6/5 rehydration was found at the venous puncture of the presence of swelling, puncture redness and swelling, pumping back to the needle there is blood, considering the presence of needle stems of extravasation, the needle to remove the needle, the local sub-50% magnesium sulfate wet compresses.

Event description:
No additional information provided

Manufacturer narrative:
1. From the follow-up information: leakage occurred at the connection between the extension tubing and the pp connector, no sample was returned, and no photos or videos were provided. 2. DHR bhr review lot 3353182; 1 this batch of products were assembled at intima ii auto line 2 in january 2024, and packaged at r240 package line and cfs package line in january 2024. Work order quantity was (B)(6) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4 review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release, 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the connection between the extension tubing and the pp connector. Please refer to attachment pr (B)(4) for the test report. 4. Leakage at the connection between the extension tubing and the pp connector generally does not cause redness and swelling at the insertion site. According to ma feedback, there are many factors causing redness and swelling at the insertion site. Possible related factors include: 1 puncture through the blood vessel is not found in time, so that drug leakage or small hematoma, the formation of local swelling. 2 lax disinfection during operation causes infection. 3 some drugs may cause skin redness and swelling. 4 the patient's own physical causes. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion there were no abnormalities in the product manufacturing process, sterilization process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Since the damage status the connection between the extension tubing and the pp connector cannot be identified, and the usage of the complained sample is unknown, the root cause of the leakage at the connection between the extension tubing and the pp connector and the redness and swelling at the insertion site cannot be determined.